Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. It was unknown whether the insulin pump was in use or not. Customer stated insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at u1 keypad assembly.